Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) ¿fired off¿ for several minutes. The patient reported, ¿I believe there is a defect in my equipment¿. The ICD remains in use. No further patient complications have been reported as a result of this event.